Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of lower peep (positive end expiratory pressure) than set was confirmed. Ventec also observed that the device was displaying a patient circuit disconnect alarm. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Manufacturer narrative:
Ventec will perform an evaluation on the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the ventilator measured lower peep (positive end expiratory pressure) than set. There was no patient involvement associated with the reported event.